Event description:
It was reported that during a da vinci-assisted surgical procedure, it was noted that when the large clip applier instrument was straight, the jaws would not open fully. However, the instrument only opened when the jaws were at an angle. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to the instrument jaws remaining static/not moving when surgeon commanded movement. The issue occurred on the 1st application and a backup was used to resolve the issue. Large unspecified clips were used. The vessel or tissue bundle was not greater than what is specified in the user manual. The customer took the clip out of the instrument and loaded it on a new clip applier instrument which worked fine.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large clip applier instrument associated with this complaint and completed investigations. The instrument was found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. This causes loose cables at the distal end. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. For clarification to the customer the grips not open or close properly due to the broken cable at the proximal end causing the cables to be loose at the distal end. The instrument was found to have an excessive amount of dried white residue on the clamping pulley of inputs 6 (grip) located in the backend of the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Furthermore, the probable root cause of the white residue in the clamping pulley is attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing.